Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After evaluation and inspection, unit turns on but it does not vibrate due to ech main board found to be damaged. Hp cable also recieved for evaluation, cable works fine. Unit needs to be replaced.

Event description:
Unit in for repair, no water and unit feels warm. No injury.